Manufacturer narrative:
The adverse effect is consistent with standard angioplasty and is listed in the IFU. Per the physician, the patient result was satisfactory and the ivl therapy was successful in opening the calcified segment. The complaint device was returned to the manufacturer and inspected. The reported event of balloon loss of pressure was confirmed. Review of manufacturing records indicates the product has met all acceptance criteria prior to being released for distribution. It is determined that the cause of the complaint is not attributed to shockwave medical design or manufacturing. Based on conversations the shockwave representative had with the physician, the embolic material looked more like thrombus as it was translucent in nature. Patient had under gone surgical endarterectomy of cfa before intervention to treat common iliac. A question was raised if the patient was properly anticoagulated as the embolic material looked more acute in nature. Hence the noted incident is attributed to an adverse effect associated with standard angioplasty and is not unique to shockwave ivl.

Event description:
Patient had under gone surgical endarterectomy of cfa before intervention to treat common iliac. Physician chose treatment of left calcified cia lesion close to the bifurcation. Shockwave was the treatment of choice due to patients young age (B)(6) and reluctance to place kissing stents. Lesion crossed from ipsilateral retrograde approach. Shockwave m5 7.0x60mm was selected and was advanced over a .014 wire. Two cycles of ivl were provided at 4atm. Post dilation of ivl balloon was performed at 6atm for 5 seconds. Catheter did not inflate and a balloon rupture was noticed. The balloon catheter was removed in one piece and inspected. On the follow up angio, it was noted that internal iliac was occluded. Physician believed this to be an embolism following post inflation of ivl balloon to 6atm. Physician attempted to snare the embolic material however was unsuccessful due to the ipsilateral approach. A question was raised if the patient was properly anticoagulated as the embolic material looked more acute in nature. Physician decided to finish procedure as they didn't want move embolic debris into the new territory for worry of causing a distal embolic event. Following the procedure the physician stated that "ivl did its job in opening calcified segment."